Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) old male pt, the device charged to 150 joules, but was unable to discharge via external paddles. According to the complainant, the pt was a heavy set man and had a great deal of chest hair. Complainant indicated that the clinician performed CPR until another unit was obtained. (Please reference MDR 1220908-2012-00159 for the report with the second device). Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.